Event description:
Event description boston scientific, crm received information that this pacemaker was found to have experienced a high consumption of the battery after approximately one year of service. The specific implant date was not available. The device was reported to be programmed at a normal output and the patient was paced at 20%. The device is part of the insignia failure mode 2 advisory population described in the physician communication on september 22, 2005. No adverse patient effects were reported.